Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed a pause episode, it was found that shift in the baseline was caused by loss of contact of the tissue resulting in under sensing. Patient was being monitored for the recently implantable cardiac monitor (icm). Patient was in stable condition.